Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during patient use the cs300 intra-aortic balloon pump (iabp) had a low vacuum alarm. The customer stated that the unit could not pump with the electrocardiogram (EKG) lead wires. They tried using multiple wires. The iabp was replaced and sent to the customer biomedical engineer. There was no adverse event reported.

Manufacturer narrative:
The customer¿s biomedical engineer reported that he performed a pressure regulator and vacuum check, k6/k6a/k7/k8 leak test, motor calibration test and pneumatic performance tests. The customer did not find anything wrong with this iabp unit. The customer verified the iabp was operational. No parts were replaced due to this issue. However the customer did replace the safety disk because of its expiration date. The customer then cleared the iabp unit for clinical use.

Event description:
It was reported that during patient use the cs300 intra-aortic balloon pump (iabp) had a low vacuum alarm. The customer stated that the unit could not pump with the electrocardiogram (EKG) lead wires. They tried using multiple wires. The iabp was replaced and sent to the customer biomedical engineer. There was no adverse event reported.